Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, fifty(50) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing additive as all samples met specifications. Also, fifteen (15) samples representing each solution dispense position were tested with acceptable results via titration for additive quantity. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd microtainer® tubes with k2e (k2edta), that there was no anticoagulant or insufficient anticoagulant in twenty(20) tubes leading to the blood clotting. The samples had to be recollected.